Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance on the right ventricular (rv) lead. Measurements performed in clinic showed shock impedance of 130-140 ohms with provocation and no noise. The patient was brought into hospital for sync shocks. A 41 joule shock resulted in a code 1005 error. This ICD system will be replaced at a later date. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance on the right ventricular (rv) lead. Measurements performed in clinic showed shock impedance of 130-140 ohms with provocation and no noise. The patient was brought into hospital for sync shocks. A 41 joule shock resulted in a code 1005 error. This ICD system will be replaced at a later date. No adverse patient effects were reported.